Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump bolus history did not appear to be holding onto some of the boluses in the bolus history. During troubleshooting, the patient attempted an air bolus of 2 units and the pump history correctly recorded the bolus. This report is made based on the allegation of the pump bolus history issue.

Manufacturer narrative:
(B)(4):a review of the black box and pump's alarm history indicates no activity related to the complaint. Alarms and warnings indicative of typical pump use were observed. The pump powers on appropriately with functional auditory and vibratory features. The pump was exercised for 24 hours with no issues occurring. The keypad buttons were tested and no hypersensitivity was observed. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.